Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a generator change-out procedure, externalized conductors were observed. No electrical anomalies were detected. The physician elected to cap and replace the lead during the procedure on (B)(6) 2016. The patient was stable.